Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, the atrial lead dislodged. After repositioning several times, the lead was not stable and did not provide acceptable thresholds or sensing anywhere it was placed in the atrium. The thresholds were unstable and high and the lead was undersensing the p waves. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.